Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a critical pump error on the insulin pump. The customer¿s blood glucose level was 324 mg/dl. The customer reported a little crack on the battery compartment where water had entered and then resulted in critical pump error. The customer advised that the pump needs to be replaced. The customer advised to revert to a backup plan as per healthcare professional¿s recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with critical pump error due to moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. Pump received with cracked case corner of the belt clip rails near the battery compartment.